Event description:
While lifting a pt up off the floor the pt's right leg got caught under the mast adjusting lever. A minor skin tear and puncture wound reported. The pt was given first aid for the wound.

Manufacturer narrative:
The lift was evaluated by a service tech. The eval found no defects or repair was necessary. The viking xl instruction guide shows how to position a pt with the head against the mast when lifting pts off the floor.